Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 19 with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.